Event description:
One week before explantation, abdominal wall pain and weight gain. Follow up findings: diagram on complaint paperwork gives indication of problem with access port. Possible leak at or near port tubing connector.